Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during intra-operative testing of the patient's permanent implant, the patient's ssep (somatosensory evoked potential) reading went below baseline. The physician aborted the procedure at this time. The patient was asymptomatic after the procedure.